Event description:
It was reported that this newly implanted system exhibited high, out-of-range shock impedances on the right ventricular (rv) lead, measuring above 125 ohms. Technical services (ts) reviewed the event and suggested checking the lead connection to the device, as disconnection was suspected. No adverse patient effects were reported. This rv lead remains in service.